Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, based on the information from olympus china, there was the possibility that the disconnection of the ccd cable in the bending section, because the endoscopic image was abnormal when the bending section of subject device was angulated. Furthermore, there was the possibility that the reported phenomenon was occurred by the excessive pulling and bending to the insertion section or the excessive bending stress to the bending section. Olympus stated the appropriate handling of ltf-s190-5 and the counter measures against abnormalities in the instruction manual of ltf-s190-5.

Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared when the user angulated the bending section of the subject device during a therapeutic laparoscopy procedure. There was no patient injury associated with this report.